Manufacturer narrative:
Retainer ring = black. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert and battery power loss alarm. The adapt indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert and battery power loss alarm due to connector resistance issue on pcb 1. After disconnecting and reconnecting the internal battery connector on pcb 1, the pump was monitored and functioned properly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back. Insulin pump had replace battery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.